Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vh-1111 endoscope had water in it. This was noticed during preparation and was likely due to the cleaning process. It is unknown what happened to cause this, as the hospital follows recommended sterilization procedures. A new scope was used to complete the procedure. There were no patient effects. The product is returning.

Manufacturer narrative:
Investigation: visual inspection revealed no non-conformity with the device. Sent to (B)(6) on (B)(6), 2010 - complaint confirmed. Device appears to have been processed in a manner inconsistent with its labeling, most likely sterrad nx resulting in compromised epoxy seal at distal window. Internal file number - (B)(4).